Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the defibrillation energy provided by the device when used with internal paddles was higher than expected. As a result, inappropriate defibrillation therapy may be delivered. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker received additional patient information from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
A customer contacted stryker to report that the defibrillation energy provided by the device when used with internal paddles was higher than expected. As a result, inappropriate defibrillation therapy may be delivered. There were no reports of adverse effects to the patient as a result of the reported event.

Event description:
A customer contacted stryker to report that the defibrillation energy provided by the device when used with internal paddles was higher than expected. As a result, inappropriate defibrillation therapy may be delivered. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
The device was not returned to stryker the reported issue could not be verified. A root cause could not be determined.